Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked chemotherapy medicine past the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringes leak between the plunger and the wall. On the second use came a couple of drops and today leaked several milliliters. These syringes are used in the clean rooms of a hospital pharmacy to make chemotherapy doses, and chemotherapy damage occurred when the chemotherapy spilled on the hands and on the table top of the safety cabinet."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Retained sample from the same lot were evaluated, upon visual inspection of the samples, no damage can be seen in the barrel of the syringes. Stopper and plunger are correctly assembled. Leakage test was performed, and the syringes were disassembled to examine the parts separately not finding any defects in any of them. A device history review was performed for the reported lot 2103702 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked chemotherapy medicine past the plunger during use. The following information was provided by the initial reporter, translated from finnish to english: "the syringes leak between the plunger and the wall. On the second use came a couple of drops and today leaked several milliliters. These syringes are used in the clean rooms of a hospital pharmacy to make chemotherapy doses, and chemotherapy damage occurred when the chemotherapy spilled on the hands and on the table top of the safety cabinet."